Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and cholelithiasis ('gallstone') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from (B)(6) 2006 to (B)(6) 2007. Past adverse reactions to the above products included device expulsion with iud. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced abdominal pain lower ("pain:lower abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain back,back pain") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced mood altered ("hormonal changes describe: moody,hormonal changes") and anxiety ("hormonal changes describe: anxiety,psych injury"). In 2009, the patient experienced cholelithiasis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and nausea ("nausea"). In 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle,menorrhagia"), abdominal pain ("abdominal pain"), pain ("pain on sides"), metrorrhagia ("metrorrhagia(bleeding b/w periods),") and pelvic pain ("pelvic pain"). The patient was treated with antibiotics and surgery (essure removed. And gallbladder removal 2017). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, cholelithiasis, genital haemorrhage, abdominal pain lower, mood altered, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, back pain, female sexual dysfunction, abdominal pain, pain, metrorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cholelithiasis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, mood altered, nausea, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: reason(s) for removal: I would like to remove it to get rid of the pain. Discrepancy noted for lab data previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and cholelithiasis ('gallstone') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from (B)(6) 2006 to (B)(6) 2007. Past adverse reactions to the above products included device expulsion with iud. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced abdominal pain lower ("pain:lower abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain back,back pain") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced mood altered ("hormonal changes describe: moody,hormonal changes") and anxiety ("hormonal changes describe: anxiety,psych injury"). In 2009, the patient experienced cholelithiasis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and nausea ("nausea"). In 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle,menorrhagia"), abdominal pain ("abdominal pain"), pain ("pain on sides"), metrorrhagia ("metrorrhagia(bleeding b/w periods),") and pelvic pain ("pelvic pain"). The patient was treated with antibiotics and surgery (essure removed. And gallbladder removal 2017). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, cholelithiasis, genital haemorrhage, abdominal pain lower, mood altered, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, back pain, female sexual dysfunction, abdominal pain, pain, metrorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cholelithiasis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, mood altered, nausea, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: reason(s) for removal: I would like to remove it to get rid of the pain. Discrepancy noted for lab data previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received : case upgraded to incident . Essure removal date added. Genital hemorrhage downgraded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), cholelithiasis ('gallstone') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from (B)(6) 2006 to (B)(6) 2007. Past adverse reactions to the above products included device expulsion with iud. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced abdominal pain lower ("pain:lower abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain back,back pain") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In january 2009, the patient experienced mood altered ("hormonal changes describe: moody,hormonal changes") and anxiety ("hormonal changes describe: anxiety,psych injury"). In 2009, the patient experienced cholelithiasis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and nausea ("nausea"). In 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycle,menorrhagia"), abdominal pain ("abdominal pain"), pain ("pain on sides"), metrorrhagia ("metrorrhagia(bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with antibiotics and surgery (gallbladder removal 2017). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, cholelithiasis, abdominal pain lower, mood altered, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, back pain, female sexual dysfunction, abdominal pain, pain, metrorrhagia, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cholelithiasis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, mood altered, nausea, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: reason(s) for removal: I would like to remove it to get rid of the pain. Discrepancy noted for lab data previously reported hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : following events were added : menorrhagia (bleeding b/w periods, general abnormal bleeding, perforation fallopian tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.